Manufacturer narrative:
The device did not return; therefore, product analysis could not be performed. Based on the investigation the events of "chest pain" and "pericarditis" were unable to be confirmed. Risk review: a risk review performed for the farawave device confirmed that the events of chest pain and pericarditis are known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. Labeling review: the instructions for use were reviewed, and it did not reveal any evidence of device off-label use or failure to follow instructions. The IFU contemplate the adverse events related to "infection/inflammation". There is no evidence that any updates to the document are required at this time. The known inherent risk of device cause code was selected based on the information provided within the event description. Pericarditis is considered within the risk threshold for infection/inflammation. Infection/inflammation is an expected procedural complication addressed within the IFU for the farawave catheter. The reported chest pain is consistent with the diagnosed pericarditis, as chest pain is a common and characteristic clinical manifestation of pericarditis.

Event description:
It was reported that a patient experienced chest pain and pericarditis. A pulsed field ablation (pfa) procedure was performed with a farawave catheter. The patient presented two (2) days after the procedure with chest pain. An acute pericarditis was diagnosed and medication was given. An echocardiogram was performed and no pericardial effusion was found. The patient was kept for observation overnight and was successfully discharged the following day on colchicine and proton pump inhibitors (ppis).

Event description:
It was reported that a patient experienced chest pain and pericarditis. A pulsed field ablation (pfa) procedure was performed with a farawave catheter. The patient presented two (2) days after the procedure with chest pain. An acute pericarditis was diagnosed and medication was given. An echocardiogram was performed and no pericardial effusion was found. The patient was kept for observation overnight and was successfully discharged the following day on colchicine and proton pump inhibitors (ppis).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.